Manufacturer narrative:
An event of an intracranial hemorrhage that caused death was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 device code 1802 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2022, an amulet left atrial appendage occluder was implanted. On (B)(6) 2022, it was noted that the patient experienced non-device related readmission and intracranial hemorrhage. On (B)(6) 2022, it was reported that the patient passed away due to the hemorrhage. No additional information was reported.